Event description:
A pt presented with a ruptured infrarenal abdominal aortic aneurysm. Balloon angioplasty was performed in both common iliac arteries to gain access for successful implantation of a gore excluder aaa endoprosthesis. The pt's right common iliac artery ruptured when an 18 fr gore introducer sheath was removed. During repair of the ruptured right common iliac artery, the pt expired. The physician does not believe the event was device related.

Manufacturer narrative:
The deivce was discarded by the facility a review of the manufacturing paperwork is being conducted.